Event description:
It was reported that the patient had cardiac arrest at home. They were admitted on (B)(6) 2025 and a computed tomography (CT) performed showed anoxic brain injury. Repeat CT on (B)(6) 2025 showed findings remain most concerning for hypoxic ischemic encephalopathy with superimposed watershed infarcts given the patient's history of prolonged cardiac arrest. Repeat CT on (B)(6) 2025 showed findings consistent with expected evolution of watershed territory infarcts superimposed upon hypoxic ischemic encephalopathy. The patient was on eliquis and had rhythm sinus tachycardia in the 100's. The patient was sedated on admission but weaned off all sedation. They had positive cough, gag, corneal. The patient was made do not resuscitate (dnr) on (B)(6) 2025 and moved to comfort care on (B)(6) 2025. The patient passed away on (B)(6) 2025. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient outcome could not be conclusively determined through this investigation. No autopsy was performed, and the vad will not be returned to abbott. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.